Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that on (B)(6) 2019 the patient had the first refill of the pump since pump placement on (B)(6) 2019. Per the nurse, the patient's pump was deep with difficulty accessing the septum. The nurse was able to fill the pump and post-refill ten to fifteen minutes the patient had shortness of breath (sob) and had overdose symptoms. Naloxone was given and the patient responded successfully and was sent to the hospital via emergency medical services (ems). The patient was hospitalized overnight and then discharged. The pump reservoir was aspirated and they were only able to aspirate 9ml. 19ml was filled. There were no further complications reported at this time.